Event description:
It was reported that during a follow up, noise on the pace sense portion of the lead was observed. Fluoroscopy of the lead revealed normal lead characteristics. The lead was explanted and an insulation anomaly was observed. Also, an over torque of the lead during explant was noted.

Manufacturer narrative:
A fracture of the inner coil was found at 59.1cm from the connector pin. This fracture is consistent with the observation from the field of noise.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.